Event description:
The customer reported that the workstation froze up. Also there was a problem with the image processor connection. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed the bad contacts from the image processor. The system operates as intended.